Manufacturer narrative:
(B)(4). The set has been received but the investigation is pending. A follow up report will be submitted once the investigation has been completed.

Event description:
During a site visit, a sales representative was given a set for investigation but was given no information or details including the reason the set needed to be investigated. A preliminary investigation shows a leak at the upper fitment. No patient or event information was available. There was no report of patient harm or medical intervention.